Manufacturer narrative:
(B)(4). Actual device evaluated. No failure detected, device operated within specification. Most likely underlying root cause is inaccurate reference. Correction: correction of lot # : test strip, lot # rs4630.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 130-179mg/dl fasting. Verified the strips expired 8/31/2017. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Customer performed a back to back blood test and obtained 151mg/dl and 165mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned the truetrack meters gave a result of 392mg/dl on (B)(6) 2015 @ 4:30pm and when shr ran a test with her husband's meter and got 187mg/dl(non fasting).

Manufacturer narrative:
(B)(4). Actual device evaluated. No failure detected, device operated within specification. Most likely underlying root cause is inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 130-179mg/dl fasting. Verified the strips expired 8/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 151mg/dl and 165mg/dl not fasting. Reviewed meter memory: 1:392mg/dl (B)(6) 2015 04:30:00 pm fasting:no. 2:140mg/dl (B)(6) 2015 07:10:00 pm fasting:yes. 3:131mg/dl (B)(6) 2015 11:07:00 pm fasting:yes. 4:120mg/dl (B)(6) 2015 11:15:00 pm fasting:yes. 5:171mg/dl (B)(6) 2015 10:30:00 pm fasting:yes. Customer is concerned the truetrack meters gave a result of 392mg/dl on (B)(6) 2015 @ 4:30pm and when shr ran a test with her husband's meter and got 187mg/dl(non fasting).